Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic patient presented in clinic for a post-operative check, post-paced t-wave oversensing on the ventricular channel was observed. Programming changes were made. It was also suggested to consider performing induction testing.